Manufacturer narrative:
The device was returned to nihon (B)(4) and evaluated. The problem reported by the customer was duplicated. The inverter board was replaced. When the unit came it was noted that there was a lot of physical damage and the unit had a non nihon (B)(4) battery. In addition to replacing the inverter board the front exclosure, rear exclosure, touch screen panel, operation panel, power indication sheet, nihon (B)(4) logo, handle, o-ring, recorder enclosure and battery were also replaced. The repaired device was returned to the customer. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) lcd screen would not light up. The touch screen responds and has audible sounds.